Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot and serial numbers of both disposable devices. No abnormalities were found related to the reported info. These devices passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following multiple cavity integrity assessment (cia) tests, with two disposable devices during a novasure endometrial ablation on an anteverted uterus, the physician did a hysteroscopy and saw a uterine perforation. The pt was discharged. On (B)(6) 2011, it was reported that the "pt is doing fine." Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.